Event description:
It was reported that the patient presented to the clinic on (B)(6) 2026 and the system controller was extremely warm to the touch. The log files were submitted for review. There were no unusual events recorded in the log file event history. The log files showed the system controller temperatures to be in normal ranges. The mechanical circulatory support (mcs) equipment operated as intended. It was later communicated that the devices came back as functioning properly. The patient continuously planned to keep the equipment on battery power inside the shower bag.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller overheating was not confirmed. A review of the submitted controller event log file spanned approximately 6 days (26may2026 ¿ 01jun2026 per time stamp). The controller¿s internal temperature ranged from 36 - 49 degrees celsius while operating the pump, which is within the expected range. Design input requirements detail the controller case should not exceed a 10 degrees celsius temperature rise under maximum output conditions. The internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. There were no notable alarms active in the log file. A review of the submitted controller periodic log file spanned approximately 3 days at 10-minute intervals (30may2026 ¿ 01jun2026 per time stamp). The controller temperatures were within the normal range. There were no notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis. The provided information stated that when they came to clinic, they noticed that their system controller was extremely warm to the touch. Additional information provided stated that they notified the patient about regarding potential controller and battery smothering, as they continuously kept the equipment on battery power inside their shower bag. Since this notification, they have not reported any further issues. The heartmate 3 instructions for use explains that the system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). The design input requirement for the hm3 controller states that ¿applied parts not intended to heat the patient shall not exceed 51°c with skin contact less than 1 min.¿ a root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.